Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that pinhole in pumping segment of IV set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material#: 2426-0007, batch number#: unknown. It was reported by customer that pinhole in pumping segment of IV set. Rcc received a complaint via email. Email(s) attached. Pinhole in pumping segment of IV set

Manufacturer narrative:
The customer reported pump issues and returned one sample with pr 11103136. The sample had a pinhole leak from the pump segment, and was a different failure mode than was reported, and also shown in the photos. Therefore, this new complaint had to be opened for a new failure mode. This failure mode was verified upon visual examination, and an infusion of water to locate the leak. The issue is potentially related to the clinical practice with loading the pump segment. A device history record review could not be performed because the lot number is unknown.